Event description:
It was reported that (1) device was used during a laparoscopic hysterectomy. It was reported by the affiliate that the tsb35 instrument staples fired but the device did not cut. There was no consequence to the pt.